Manufacturer narrative:
The adhesive pad was received attached to the device. No damages or defects were observed on the adhesive pad or its welds that would have contributed to the reported adhesive malfunction. Download data showed no drive stalls and no alarms were generated. A timeout was observed at the beginning of the device's run, but the device recovered. Inspection of the fluid path and needle mechanism found no damages or defects that would have contributed to the reported dislodging. No leaks or blockages were observed during the leak test. The cause of the reported adhesive malfunction and dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.